Event description:
It was reported that the patient received 64 shocks due to atrial fibrillation with rapid ventricular response. During this time the device had a charge time out and went to end of service. It was also reported that the patient was traumatized by the multiple shocks. The right ventricular (rv) lead was also reported to have low impedance. The device was explanted and replaced. No changes were made to the leads and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.